Manufacturer narrative:
(B)(4)

Event description:
It was reported during the night, the physician attempted to place an arterial catheter. Upon insertion the guide wire was advanced but he was unable to remove the wire after advancing the catheter. Upon removal of the catheter and wire, the wire was stripped and the catheter was torn. There was no patient death or complications reported. Follow up information states the spring wire guide unraveled.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the guide wire unraveled was confirmed. Returned was a ra catheterization device consisting of a guide wire, an advancer tube, and a needle. The catheter was not returned. The needle was slightly bent in the center of the cannula and where the cannula exited the hub of the advancer. The guide wire was unraveled and was bent against the needle bevel approximately 2 cm from the distal end of the wire. The core wire was separated adjacent to the weld at the distal end. Discoloration was observed at the broken end of the core wire, which is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the wire in the area of the break. The distal weld appears full and remains attached to the unbroken coil wire. The od of the guide wire measured 0.391 mm. This met specification of 0.381 - 0.404 mm per the guide wire graphic. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions warn that force feeding the guide wire or withdrawing it against the edge of the needle while in the vessel could damage the wire. A review of the device history records did not reveal any manufacturing related issues. Based on the condition other remarks: of the sample and the information provided by the customer, operational context caused or contributed to this event. No further action will be taken.